Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the remote user interface (rui) joystick would not function on the 9900 system. It was noted that this problem caused the system to lock up. Reboot required to complete the case. There was no report of patient injury.